Event description:
Patient was hospitalized for hyperglycemia. Patient reports blood sugar was 580 that morning and went to the hospital. No further information is available at the time of this report. Device not returned for evaluation.